Event description:
Doctor reported the implant at tooth site 33 has no integration. Implant was removed.

Event description:
Doctor reported the implant at tooth site 33 has no integration. Implant was removed.